Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient went to a medical center for hyperglycemia but did not provide information about treatment for the hyperglycemic event. Patient stated that if it were not for the error reading symbol being displayed at the time of the event, the dexcom system would have warned her of her spiking sugar values. At the time of contact, the patient was feeling better. Additional event or patient information is not available. Data was returned for evaluation. The reported event of error reading symbol displayed was confirmed. A root cause could not be determined.